Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that during a knee arthroscopy procedure the customer's 7x23mm milagro interference screw broke in half while inserting into the patient. The sales rep stated that the distal end of the screw was left in the patient due to good fixation and the proximal end was removed. The sales rep stated the patient had normal bone and there were no procedural or anatomy factors that contributed to breakage. The case was completed with the distal half of the screw with no patient harm or delay. The proximal end of the screw will be returning for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the distal fragment of the complaint device was received and inspected. The complaint can be confirmed. It was observed that the fragment that was returned was covered with tissue debris, and the threads were heavily worn. It was reported that the screw broke while inserting the device into the bone hole. It is possible that the bone hole was not prepared properly or was too tight for the screw which caused torsional strain on the device therefore causing the breakage to occur. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).